Manufacturer narrative:
Method: review of lot records/work orders, prior reports. No issues were noted. Results & conclusions: operational context contributed to the event.

Event description:
In 2008, it was reported that a pt had successful implant of a bifurcated device and an infrarenal proximal cuff in 2007. A follow up CT revealed a proximal type I endoleak. In 2008, pt was brought back to treat the endoleak with a suprarenal cuff. There was good seal at the end of the procedure; pt is doing well.